Manufacturer narrative:
(B)(4). The subject device remains implanted.

Event description:
It was reported in a literature article that during a coil embolization procedure a coil (subject device) was deployed after the balloon catheter was inflated. After the balloon was deflated, the patient's blood pressure rapidly rose and contrast was noted to be leaking outside the vessel. The balloon was inflated and deflated multiple times for approximately 30 minutes in an attempt to stop the bleeding. Immediately post procedure, subarachnoid hematoma was noted. Lumbar drainage was performed. A CT scan one week post procedure noted that the subarachnoid hematoma had "disappeared almost completely". The physician alleges that the vessel perforation was caused by the coil. No further information is available.

Event description:
It was reported in a literature article that during a coil embolization procedure, a coil (subject device) was deployed after the balloon catheter was inflated. After the balloon was deflated, the patient's blood pressure rapidly rose and contrast was noted to be leaking outside the vessel. The balloon was inflated and deflated multiple times for approximately 30 minutes in an attempt to stop the bleeding. Immediately post procedure, subarachnoid hematoma was noted. Lumbar drainage was performed. A CT scan one week post procedure noted that the subarachnoid hematoma had "disappeared almost completely". The physician alleges that the vessel perforation was caused by the coil. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed as the lot number is unknown. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation and hematoma are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.